Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a bent cannula from a teflon 6 mm infusion set was identified, followed by a full supply change that did not initially reduce blood glucose; the user then performed an infusion-site-only swap per troubleshooting, resumed insulin therapy, and blood glucose decreased from 289 mg/dl to 177 mg/dl. Symptoms included elevated blood glucose. Outcomes included restoration of insulin delivery and improvement in blood glucose. Investigation included customer troubleshooting and education, site assessment, infusion-set replacement, and confirmation of therapy resumption. Investigation of this case revealed that the initial infusion site likely had a bent or otherwise inadequate cannula leading to reduced insulin delivery, and replacement of the site resolved the issue; the device itself did not demonstrate a malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion-site issue rather than a device failure.